Event description:
(B)(4). I had the essure placed in the (B)(6) of 2010 after the birth of my son. Shortly after I realized that I was pregnant again and was sent to a clinic in (B)(6) to terminate the pregnancy and replace the essure in the right tube. In (B)(6) I had the xrayed procedure to show my tubes where fully closed. My doctor assured me at the time that they were. I was impregnated again in the beginning of (B)(6). After the birth of my daughter in (B)(6), we removed the tubes and coils to prevent further complications. The beginning of 2015 I started to notice that I was dealing with leg and feet swelling, as well as heart burn that was worsening. Through out the year, I continued to swell (even while on 40 mg of lasix a day). I went to see a gastro who performed an egd, but other then saying minor complications, found nothing. I was back at my gyn office a few times through out the year stating I was dealing with abnormal rashes, abnormal discharge, cramping and bloating to the point of feeling like if someone poked me with a pin that I would float away. I noticed a 40 weight gain in this time frame. Headaches have increased, as well as constant left foot/joint pain in my big toe. My teeth which already had seen a few issues, started a rapid decline to the point that I now at (B)(6) have full dentures. In (B)(6), I had a pelvic ultrasound that showed I still have part of the essure in my uterus.